Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer's blood glucose level was 115 mg/dl. The customer continued to use the pump for insulin delivery.